Event description:
The nurse reported a system message displayed during a case. The system was rebooted three times. The case was completed, but was delayed by three hours. Additional information from the nurse stated the pt required additional anesthesia. The nurse stated the resident surgeon was attempting to complete a difficult case. No pt injury was reported.

Manufacturer narrative:
The company service representative examined the system and was unable to duplicate the system message reported. The system message was found in the event log. The fluidics solenoid spacers were replaced. Preventive maintenance was performed. The software was updated. The system was then tested and met all product specifications. The sample was been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B) (4). (B) (4). (B) (4).